Manufacturer narrative:
H3: product analysis: evaluation of the device determined there was a tool that could not be inserted. The likely cause of failure was due to damage/breakage to the bearing on the tip. It was noted also that the deterioration of the color code and marking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cleaning, there was looseness of the connector inside. At the time of the report, there was no known impact to a patient. Additional information was received stating that the reported that there was no patient or staff impact.